Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2018-04116. The patient presented with in-stent restenosis of the 5.0 x40 x130 innova stent that was placed in the right popliteal artery on (B)(6) 2017. The isr was treated with atherectomy and balloon angioplasty, resulting in a patent right popliteal. It was also observed in the same procedure that in-stent restenosis occurred in the 6.0 x150 x130 innova stent that was placed in the right sfa on (B)(6) 2017. The isr was treated with atherectomy and balloon angioplasty, resulting in a patent right sfa. No further patient complications occurred and patient status post-procedure was good.